Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic during follow-up with device in back-up vvi mode. Device download was performed successfully. Patient was stable.